Event description:
A laparoscopy hysteroscopy procedure was carried out on a pt with no apparent problem occurring during the case. The pt was discharged, but returned two (2) days later, reporting a severe burn on the knee. Treatment was required and a plastic surgeon was consulted. The suspect device is a monopolar connecting cable used during the case. A biomedical testing service examined the device for the hospital. Their report indicated the cable has broken internal wires resulting in poor electrical contact. Facility will not send the device to this MFR for evaluation.